Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 259 mg/dl. The customer stated that they believed they had completed the load process correctly; however, the insulin gauge displayed 0. Troubleshooting with tandem technical support revealed that the customer likely did not complete the load process. The customer was guided through the load process and was able to complete the load process successfully and resume insulin. It was indicated that a correction bolus would be delivered, via the pump.